Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the caller reported patient has noticed in the last few months, maybe 3 or more months, their charging time has increased gradually. Caller stated it used to take about an hour, and now it's around an hour and 45 minutes, almost 2 hours. Caller confirmed patient has not seen any error messages, but the connection is finicky when recharging. Caller confirmed patient uses the belt. Caller inspected the recharger and did not see any damage. Caller interrogated the recharging sessions with the tablet and the average recharge time was 31 minutes with excellent coupling. The following sessions were read from the recharge diaries: 3/30 90% 0 minutes; 3/30 90% 0 minutes; 3/30 90-100% 8 minutes, good coupling; 4/1 30-100% 52 minutes, excellent coupling; 4/5 30% 0 minutes; 4/6 30-40% 0 minutes, excellent coupling; 4/6 40-70% 1.1 hours, fair coupling; 4/6 60-100% 42 minutes, excellent coupling; 4/9 30-100% 1.2 hours, excellent coupling; 4/12 20-100% 1.2 hours, excellent coupling; the issue was not resolved through trouble shooting. Agent reviewed that there isn't anything standing out with the sessions and device is charging as expected with the associated coupling. Agent reviewed a replacement recharger can be sent, but patient may not notice much of a difference as they are charging pretty well most of the time already. Agent reviewed recharging expectations. Patient will monitor issue going forward. No symptoms were reported.